Event description:
Customer state that the pump delivered low bolus volume durin testing. It was 8.996ml instead of 10ml.

Manufacturer narrative:
Investigation found that the pump passed volumetric accuracy test within +/-5% specification. The complaint could not be duplicated.